Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level ranged from 38 to 600 mg/dl. The customer was wearing the insulin pump at time of admission. The cause per the healthcare provider was a stroke. The customer was treated with novalog shots. The caller was informed to return the product for analysis.